Manufacturer narrative:
Correction: d6a - date of implant the reported event of inability to interrogate was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, and indicated a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator unable to be interrogated. The device was subsequently explanted and replaced. The patient was discharged.